Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue. The customer was informed they could continue using the pump and advised to call back if the malfunction code reappeared.